Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings:on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored display. The auditory and vibratory features were operational. Unrelated to the complaint, the battery compartment was found to have cracked along the side. The keypad cover was undamaged while all the keypad buttons responded intermittently. Removal of the cover found contamination under all the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with no evidence of moisture or corrosion in the pump noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.